Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-01750. It was reported that the patient experienced ineffective therapy. X-ray revealed the leads migrated. As such, surgical intervention took place wherein the leads were explanted and replaced with a new lead. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.